Event description:
During an incident in 04 involving a pt who was complaining of chest pains and shortness of breath, this defibrillator was used with kendall meditrace sf450 type monitoring pads, lot # 328200, expiration 10/06, and ECG was showing on the screen that they feel was nsr, but the unit shut down several times after 2 minutes. The pt was transported to the ER alive and alert.